Event description:
It was reported to philips that the system displayed a tube error during acquisition, which would impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnostic cardiac procedure. The procedure was completed by rebooting the system. The philips field service engineer (fse) examined the system onsite and confirmed that system displayed a tube error during acquisition, which would impact imaging. Upon troubleshooting, the fse checked the system logfiles and found multiple tube current out-of-range errors and warnings, with the tube current observed to be low. To resolve the issue, fse performed tube conditioning, tube adaptation, tube yield, and edl calibrations. The same issue reoccurred after a few days, where fse replaced the x-ray tube assembly, performed all necessary calibrations and x-ray safety testing. The defective part was returned for analysis, for mrc tube malfunction was observed and the fault were found to be 'tube current out of range', 'arcing', or 'grid-switch failures'. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an unable to do imaging issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. The issue preventing imaging functionality, which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.